Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of "optical discoloration" was not confirmed. As a result, the investigation could not determine the cause of the failure. In addition, during the device evaluation, no image was displayed which was found to be caused by dirty/stained electrical contacts, which was resolved after cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported, the camera head, when connecting to the console had no image and a screen that appeared in color. The issue occurred before an unspecified procedure during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned to olympus. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head, when connecting to the console had no image and a screen that appeared in color. The issue occurred before an unspecified procedure during preparation for use. There were no reports of patient harm.